Event description:
(B)(4).

Manufacturer narrative:
From the document review of the lot involved (1411056 - (B)(4) instruments produced) no anomalies were found. No similar issues have been registered with items of the same lot. Versafit cup cc light shell - not marketed in the USA: code 01.26.50mbtl lot 125342: (B)(4). No anomalies were found from the document review; no similar cases with items of the same lot. The failure mode is unlikely to cause pt harm, even if it can lead to additional steps to fix the problem.